Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated vancotech (1 gram, frequency, and route not reported) and fortum (1 gram in each bag, intaperitoneal (ip), and frequency not reported). At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.